Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Medwatch 1 of 2 (insulin pump): 3004209178-2011-81539.

Event description:
The customer reported going to the hospital because he was worried the insulin pump was not functioning correctly. The customer stated that he had rec'd excessive no delivery alarms over the past couple days and that the no delivery alarms occurred during basals. Troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.